Manufacturer narrative:
Block b3: exact date unknown, event occurred in may 2024. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf patient code e2401 captures the reportable event of unspecified injury related to device/procedure.

Event description:
It was reported that, during a fixation of sutures procedure performed in (B)(6) 2024 using a capio slim device, there was an unspecified device problem. It was reported that there were serious patient complications.